Event description:
The customer reported that the device jaws could not be re-opened during the procedure. The site contact was not able to confirm if the device was applied to tissue when this occurred. The site contact was not able to provide additional information regarding the device or incident. There was no pt injury,

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.